Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew2879 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC catheter was removed, which allowed the liquid to come out, the union between the catheter and the cone. Additional information received on 18.aug.2022: was the reported incident noticed during or after use? A: during has there been any harm to the patient/health professional? (Detail) a: no incident in which there is a leak or filtration of fluid at the base of the catheter line during its use and administration of medication in a patient. Patient with a PICC catheter inserted on (B)(6) 2022, today they report a rupture with liquid leakage at the level of the base of the catheter where it joins the butterfly that holds the catheter. They will order immediate removal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Both lumens of the returned catheter were flushed and pressurized with a 12 ml syringe of water. A very small spraying leak was observed emanating from the distal end of the molded joint of the catheter when the white lumen was pressurized. A microscopic observation revealed a small, longitudinal, superficial split in the catheter tubing just distal to the molded joint. The edges of this split were observed to be straight with a granular surface texture. The catheter was dissected in order to inspect the interior walls of the catheter; however, no additional damage was found on the interior of the catheter. While the exact cause of the damage observed in the returned sample is unknown, possible causes include flexural fatigue and instrument damage. H3 other text: evaluation findings are in section h11.

Event description:
It was reported the PICC catheter was removed, which allowed the liquid to come out, the union between the catheter and the cone. Additional information received on august 18, 2022: was the reported incident noticed during or after use? During. Has there been any harm to the patient/health professional? (Detail): no. Incident in which there is a leak or filtration of fluid at the base of the catheter line during its use and administration of medication in a patient. Patient with a PICC catheter inserted on (B)(6) 2022, today they report a rupture with liquid leakage at the level of the base of the catheter where it joins the butterfly that holds the catheter. They will order immediate removal.